Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and "leaking silicone". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "one implant ruptured leaking silicone into my lymph nodes." Further reported was the side of this record is unspecified. The device remains implanted.